Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter and test strips have been returned on 11/10/2014 and 11/24/2014, respectively, and evaluated by lifescan product analysis on 11/18/2014 and 11/25/2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an error 2 message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at approximately 9:15am in the morning. The patient stated that an error 2 message was displayed when she attempted to measure her blood glucose using the subject meter. In addition, the patient also reported the ¿apply sample incorrect technique¿ meter message was displayed around the same time. The patient stated she does not take any medications to manage her diabetes. The patient reported experiencing symptoms of ¿shaky and sweaty¿ approximately 15 minutes after the alleged meter issue began. The patient reported self-treating by consuming more food and/or drink at approximately 9:30am on (B)(6) 2014 but denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the correct test strips were being used, the testing process was correct and that it was not the first use of the product. The csr walked the patient through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.